Event description:
It was reported a home patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy drain and abdominal pain. The following day, the patient was hospitalized for the event. The patient was treated for peritonitis with amikacin 25mg (frequency and route not reported) and vancomycin 1g (frequency and route not reported). Outcome of peritonitis was not reported. It was not reported if the patient was retrained on aseptic technique.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.